Manufacturer narrative:
Further information cannot be requested as contact information has not been provided. The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture unknown baker grade and anxiety-product/procedure.

Event description:
Patient representative reported that patient had "capsular contracture requiring bilateral capsulectomy and increased risk of alcl. Patient has not been diagnosed with bia-alcl." This record is for the right side. The device has been explanted.